Event description:
It was reported that a vns patient's lead is protruding. Surgery is likely to reimplant the lead deeper. Good faith attempts to obtain additional info have been unsuccessful to date.